Manufacturer narrative:
Investigation description: complaint could not be confirmed or duplicated; touchscreen was responsive during testing. However, the device was returned with the screen display separated from the housing, likely due to adhesive separation.

Event description:
It was reported that a user experienced an unresponsive touchscreen at the top corner of a newly set up ilet device, occurring most of the time, consistent with a device display or touchscreen malfunction. Symptoms included no clinical effects. Outcomes included replacement of the device and return of the original. Investigation included review of the user report and confirmation that no screen protector was installed. Investigation of this case revealed a likely hardware touchscreen responsiveness failure localized to the display interface. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the touchscreen/display assembly.